Manufacturer narrative:
Insulin pump was received with frozen screen due to moisture damage on the electronics. Moisture damage was found on the motor. Insulin pump had cracked case at display window corners, broken reservoir tube lip, minor scratched display window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that he got pushed in a pool with the insulin pump on. There was fluid under the lcd display. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.